Manufacturer narrative:
Device evaluation and functional testing performed by the arjo representative did not recreate the reported symptom of unintended bed movement. No device failure that could contribute to the reported movement was found. Based on the above findings, it was not possible to determine the exact cause of the reported unintended movement. All beds functions worked correctly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. According to the citadel plus instruction for use (831.374.en) ¿lock-outs bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ it is unknown if this function was activated when the event occurred. In summary, the arjo device failed to meet its performance specification since the bed moved unintended. The citadel plus bed was used for the patient treatment and played a role in the reported event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no injury occurred.

Event description:
The customer staff contacted arjo and informed that the citadel plus bed platform raised without any command given. The bed was in use. No harm was reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer staff contacted arjo and informed that the citadel plus bed platform raised without any command given. There was no allegation that the bed was in use when the claimed issue occurred. No harm was reported. Device evaluation and functional testing performed by the arjo representative did not recreate the reported symptom of unintended bed movement. No device failure that could contribute to the reported movement was found.